Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, clinical sales representative (csr) informed technical support engineer (tse) that universal surgical manipulator (usm) 3 moved without surgeon¿s command after the endoscope was installed on usm 2. Both surgeon and assistant felt that master tool manipulator right (mtmr) was pushed without control. Site pressed clutch button on usm 3 to resolve the issue. Tse did not find any related error in the logs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was fully functioning after it powered on. Error occurred after the system initially powered on. The issue was resolved after usm 3 clutch button was pressed. There was no patient injury. The procedure was completed with all four usms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtm) 2 and universal surgeon manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi received the mtm 2 involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported complaint, but the issue was confirmed via field error logs review. Visual inspection was performed. The arm was installed onto the system and powered up. Mtm tests were performed without any issues. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Isi received a video clip related to the alleged complaint and the following additional information was provided: from reviewing the video, some movement on arm 3 after the endoscope was installed. There may have been external collisions that caused the movement. However, without a video of the psc and ssc unable to confirm the root cause of the issue.